Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check prior to an unrelated cardioversion procedure and one day post implant , possible intermittent right atrial (ra) lead undersensing was noted on stored electrograms (egm) which resulted in possible false device classification of episode termination. The ra lead remains in use. No patient complications have been reported as a result of this event.